Event description:
During normal nasal cannula check, found no bubbling in the humidifier. Checked flowmeter, ball at liter-per-minute; when flow turned up, bubbling increased. Then tried to turn flowmeter off; ball would not decrease to zero. Found that flowmeter had small crack in the flow tube assembly.